Event description:
It was reported that patient presented to the ER after developing a hematoma. Evacuation of the hematoma was planned but patient decided to have the device and lead removed. The system was successfully explanted. The patient was deemed dnr status. The patient was stable and the explant was uneventful. Patient is well with no further issues.